Event description:
It was reported that during an unk procedure after use on the pt for 10 min, the generator alarmed and displayed error code "5". The doctor found the blade was broken and retrieved the broken part from the patient's body with a surgical instrument. The surgeon then changed to another blade to complete the procedure.

Manufacturer narrative:
Damaged blade. Evaluation summary:the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.